Event description:
The irc5lxo2 concentrator stopped working allegedly causing the end user to pass away due to the lack oxygen.

Manufacturer narrative:
The irc5lxo2 concentrator stopped working and allegedly caused the end-user to pass away due to the lack oxygen. This is a rental unit. Rental agency stated they went to get unit and the coroner had already impounded the concentrator. They also stated as recently as (B)(4) 2013, the unit was putting out 95% purity at five liters per minutes and had 35576 hours on the unit at that time. File will be updated as more information become available. Page 6 of the owners manual, pn 1118353, states "invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining."